Event description:
It was reported that syringe 20ml ll 120/pkg had foreign matter in the syringe. The following information was provided by the initial reporter: on may 5, 2020, when checking the hypo before dispensing medicine for the patient, there was foreign matter in the syringe, stop using it immediately.

Manufacturer narrative:
H.6. Investigation:no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1903245, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information, a root cause cannot be determined at this time. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll 120/pkg had foreign matter in the syringe. The following information was provided by the initial reporter: on (B)(6) 2020, when checking the hypo before dispensing medicine for the patient, there was foreign matter in the syringe, stop using it immediately.